Event description:
It was reported that the patient has expired. The date of patients' death and implant duration are unknown. On (B) (6) 2010 (through follow-up with the health-care provider), a response was received, however, the cause of death was not provided. Per the operative report of (B) (6) 2009, "the patient tolerated the procedure well and was taken to the cardiopulmonary surgical intensive care unit in stable condition."

Manufacturer narrative:
Customer's meter (B) (4) was returned for investigation. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. Similar readings of 162mg/dl and "hi" as reported by the customer reported were found in the meter's memory.

Event description:
Customer reported receiving erratic readings on her freestyle freedom glucose monitor. Customer reported receiving readings of 144 mg/dl and "hi" (greater than 500 mg/dl) within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete. It should be noted: this meter does not give a numeric value for readings greater than 500 mg/dl. A "hi" display message indicates a reading greater than 500 mg/dl.